Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched for this event. The customer fixed the problem. Failure mode was attributed to the upper sheath restrictor tubing disconnected from the flow cell. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the upper sheath restrictor tubing came loose and leaked approximately 7cc of clear fluid inside the coulter lh 780 hematology analyzer and onto the tabletop. The customer also stated to the customer technical specialist (cts) that their normal control had r flagged on the retic parameter and samples run in complete blood count (cbc) differential mode had incomplete differentials (non-numeric results, not considered erroneous). The customer indicated that they had already reconnected the sheath restrictor tubing to the flow cell and they cleaned up the leak resolving this issue. The customer was wearing a laboratory coat, gloves and glasses at the time of this event. There was no contact with eyes, nose, mouth, or open wounds. There was no biohazard exposure to mucous membranes or open wounds. No medical treatment was needed. Per conversation with the customer, no erroneous results were generated or reported out of the laboratory and there was no change to patient treatment attributed to this event. All samples were processed and reported out on their other instrument.